Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. The device fired an incomplete staple line and the firing handle was difficult to close. Four devices were used. The case was changed to a vaginal hysterectomy.